Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2013 with the following findings:during investigation, the keypad was found to be fully intact with no damage observed. All of the keypad buttons were responsive. During evaluation, the issue of the display screen freezing up was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the screen on the pump was ¿freezing¿. Customer support made several attempts to contact the reporter in follow up; however, the reporter did not respond. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue with the display screen remained unresolved.